Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlocked keypad connector. The device had cracked case at the battery tube threads, cracked battery tube threads, cracked reservoir tube lip, and missing endcap sticker.

Event description:
Customer reported via phone call, the act button on the insulin pump wasn't responding when pressed. The customer's blood glucose was unknown. The customer agreed to return the device for analysis.